Event description:
It was reported by service report that the scale was not performing to specification, and the IV pole latch was broken. There was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: foot left load cell failure, and broken IV pole latch.